Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician will treat the patient with medication.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician will treat the patient with medication.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician will treat the patient with medication.

Manufacturer narrative:
Additional information was received that the patient was scheduled for an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician will treat the patient with medication.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician will treat the patient with medication.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure.

Manufacturer narrative:
Information was received that the physician increased the medication the patient was already taking.